Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
It was reported that the catheter was not aspirating properly. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, inside the patient, the catheter was not aspirating properly. The catheter was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.